Event description:
It was reported, the surgeon turned the t-handle to push out the hook pin. However, the hook pin stuck and could not be pushed out from the tip of outer pin. Thus, the surgeon removed the pin. Afterwards, the procedure was completed with a new pin.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided on a supplemental report.